Event description:
It was reported that an error message occurred on the programmer. The programmer power was cycled down and the error cleared. The clinic was able to interrogate the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Further review prompted a change in the device analysis results. The change is reflected in this report. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.